Manufacturer narrative:
Section g1: contact information was updated to reflect the current contact: (B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and historical performance of architect stat high sensitive troponin-I reagent lot 30414ud00. The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I reagent lot 30414ud00 identified activity as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 30414ud00 was evaluated using worldwide data from abbottlink. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. A device history record review was performed on reagent lot 30414ud00, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 30414ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2021 initial 187.17 ng/l/ repeated 15.68 ng/l. Laboratory reference range for troponin 0.1 to 12.21 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
Section a, patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.